Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 10/09/2015 with the following findings: during investigation, the pump was powered on and displayed the verify screen. The display was found to function properly; no damage or defect was observed. The complaint of a blank display was not duplicated. The pump was opened and there was moisture observed throughout the pump and on the display and display flex ribbon.